Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
A complainant reported that 83-year-old female patient was on impella cp support due to unstable angina. While on support, there was bleeding around common iliac. There was a dissection noted on descending aorta, but no perforation. Impella was explanted on table, and a covered stent was placed. Suspected dissection of left common iliac addressed by covered stent, and balloon tamponade. Additionally, the automated impella controller (aic) showed a suction alarm, with impella flow was around 1.2-1.5 l/min. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).